Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Complaint - after the primary surgery (reverse), the patient complained of pain.

Manufacturer narrative:
The reason for this revision surgery was reported as pain. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported devics showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.